Manufacturer narrative:
G4: k201075; k251654. B3: the date received by manufacturer has been used for this field. Several issues reported on one complaint and several dates of events provided. However, customer has not reported what date applies to which issue. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the IV catheter tip was shredded. Additional information received on 17jun2026: IV cath tip shredded. Any patient impact or adverse events: patients required additional needle sticks.